Event description:
It was reported the patient experienced intermittent stimulation with overstimulation and periods of no stimulation. The patient also experienced shocking and jolting each time he turned the device on. The patient was unable to utilize the device and had an increase in pain. Impedance readings were >20000 ohms on all bi-poloar pairs. Fluoroscopic x-rays on (B) (6) 2010, showed an apparent extension disruption and fracture. The extension was replaced.

Manufacturer narrative:
(B) (4).